Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the filament of the abbott diabetes care (adc) device remained in the arm/skin. The customer did not report any symptoms and was able to self-treat by removing the needle. There was no report of death or permanent impairment associated with this event.